Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. An investigation of the event revealed that the root cause is due to insufficient/inadequate washing (incomplete wash buffer delivery) due to the dispensing of bubbles into the reaction vessel. This MDR represents event 1 of 2 reported by the customer. This MDR is related to the following MDR that has been reported: MDR 2122870-2011-05739. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant troponin I (accutni) patient sample results generated on their access 2 immunoassay system. The discrepant accutni patient sample results were not reported outside of the laboratory. It is unknown if there was impact to patient treatment associated with this event. The initial accutni assay yielded a higher result which was not reported outside of the laboratory. Upon repeat analysis, a lower accutni result was obtained which was interpreted to be correct and was reported outside of the laboratory. Quality control results were within the laboratory's established ranges prior to the event. System check data were not provided by the customer.